Event description:
Additional information was received that surgical intervention took place due to a new pain pattern, therefore, this even is no longer considered to be reportable.

Manufacturer narrative:
H6 correction: the codes were updated to reflect new pain pattern rather than ineffective stimulation. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2025 wherein an additional system was implanted to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated.